Event description:
It was reported that the patient, implanted on (B)(6) 2000, can no longer hear with her ci since (B)(6), 2013. No accident or impact were reported, and the external parts were checked. The patient will get re-implanted in due course.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.